Event description:
A result of several parity errors, the device displayed anomalous behavior. The device was reprogrammed to normal settings and the pt was released. At a follow-up interrogation, the device again displayed the same anomalous behavoir. Subsequent review of the stored electrograms by technical services revealed that a software reset prevented the programmer from displaying the device mode. The device was explanted due to the noted software reset.